Manufacturer narrative:
(B)(4). The device was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the mfg records showed no anomalies. All of our valves are 100% tested at time of MFR.

Event description:
It was reported to medtronic neurosurgery that a pt's ventricles decreased in size several months after valve implantation. According to the report a surgeon replaced the valve for a new one.